Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) had issues being interrogated. The health care professional (hcp) stated that the patient was no longer in office with her. The hcp confirmed the patient was on home monitoring and would double check there were no lockups on the programmer. Technical services (ts) counseled her on a technique to establish communications with the device. The device remains in use. No adverse patient effects were reported.